Event description:
It was reported that, post intraocular lens (iol) implantation in the right eye, patient experienced blurry vision and watery eye. Patient indicated that they were using eye drops and were also getting headaches. Patient provided not being certain that the headaches and her vision issue were associated. Patient was advised to consult her doctor. No further information was provided.

Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. If explanted; give date: not applicable as the iol remains implanted. It was indicated that the iol is not being returned for evaluation as it remains implanted. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: unknown as information was not provided. Date of event: unknown as information was not provided. If explanted; give date: not applicable as the iol remains implanted. It was indicated that the iol is not being returned for evaluation as it remains implanted. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, post intraocular lens (iol) implantation in the right eye, patient experienced blurry vision and watery eye. Patient indicated that they were using eye drops and were also getting headaches. Patient provided not being certain that the headaches and her vision issue were associated. Patient was advised to consult her doctor. No further information was provided.